Manufacturer narrative:
Findings: act button did not respond due to flattened button dome switch. Noun lock on lcd keypad connector noted. Unable to verify low battery life due to button keypad anomaly. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 421 mg/dl. The customer was treated with manual injection. The customer stated that there is no respond from any button. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.